Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 failed to recognize that it was open, preventing access to the cubies. A field service engineer observed that the drawer produced multiple clicks when opened. Inspected the latch concept and it was good. The fse replaced the position sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer did not recognize when it was open. The drawer 5 would open but produced a clicking noise, and the device did not detect that the drawer was open, preventing access to the cubies and prompting a message to open the drawer further. The drawer could be recovered and appeared able to detect when it was closed, but this only cleared the failed drawer notification and did not correct the issue. On subsequent attempts to access any cubie in the drawer, the failure occurred again. Device has been restarted. Drawer cables have been unplugged and re seated while device powered off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.